Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's device was interrogated on 8/15/2025 and their battery status was noted to be ifi (intensified follow-up indicator) =yes. It was noted that a battery life calculation was completed in april 2025 which estimated 1-2 years until reaching near end of service and the battery status at that time was 25-50%. The patient has since been referred for replacement and premature battery depletion is being alleged. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator.

Event description:
Additional information received noting that the patient underwent a generator replacement. The explanted generator was received and product analysis is underway. Internal data from the generator was received and reviewed. The data revealed that the battery is depleting at a normal expected rate.